Manufacturer narrative:
.

Event description:
It was reported that the device crashed during a software upgrade. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device crashed. There was no reported patient involvement.